Manufacturer narrative:
Device 1 of 2. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The distributor complained regarding the presence of dark colored particles in the two dressings. The product was not used on patient. A photograph depicting the issue was received from the complainant.